Event description:
An occlusion alarm was reported., there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised to perform certain actions to address the issue but declined to complete the troubleshooting process.